Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot number c1848295 involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-7 of lot number c1848295 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1848295. It should be noted that the instructions for use (ifu0045) states the following: care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent. ¿notes: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause for the customer complaint could not be determined. A possible cause of this complaint may be attributed to transport/storage conditions. Another possible root cause of this complaint may be that the damage was incurred by the user upon opening the package. Summary: complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user opened the package and found the stent was kinked. Another zebd-7-7 was used for the procedure. N/a prior to patient contact. For all complaints: for all complaints, ask: does the complaint relate to device placement/device removal/observation prior to patient contact? Prior to patient contact. What was the target location for the stent?bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored in a shelf in fluoroscopy room. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? N/a. Was the wire guide lubricated prior to use? N/a. Was the device at the centre of the complaint inspected for damage prior to use? Yes.was the wire guide inspected for damage prior to use? N/a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a. If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Already stated in description of event. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? N/a was a straightener used to straighten the stent? N/a. (If any damages were confirmed prior to use) was the package damaged? N/a.